Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) could not be determined. .there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The mitraclip procedure was performed on (B)(6) 2019. One clip was implanted, reducing mr to 2. On (B)(6) 2019, prior to discharging the patient, echocardiogram was performed; the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 3+. The patient was discharged, no additional treatment is planned. No additional information was provided.